Event description:
Reportedly, a needle was sticking out of the bottom corner of the container and a maintenance employee was stuck in the right index finger while picking up the container to discard. The pt was being treated with chemotherapy and hiv pills, however, he has discontinued this treatment. The pt will undergo routine hiv and hcv testing. The hosp has reported the pt's condition is satisfactory.